Manufacturer narrative:
Investigation summary: one sample was received. It came in a plastic bottle. The needle hub, the plastic shield and a loose piece of needle all came in the plastic bottle. The needle broke right where the white epoxy ends. Visual inspection was performed under the microscope 30x at the point where the breakage happened. It shows that the metal experienced stress inducing the breakage. The rest of the needle looks good. No stress marks or any other defect were observed. Root cause for the breakage cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the needle 25x1-1/2 rb experienced a needle that was loose/pulled out of hub. Product defect was noted during use. The following information was provided by the initial reporter: material no. 305127, batch no. 8331601. We had an issue with a 25 gauge needle. The surgeon was injecting into the incision when the needle broke off at the hub. It took x-ray to locate the needle, which was successfully removed. We are not sure if the needle from the pack or the one from bd. The possible lot: bd #8331601.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 25x1-1/2 rb experienced a needle that was loose/pulled out of hub. Product defect was noted during use. The following information was provided by the initial reporter: material no. 305127, batch no. 8331601. We had an issue with a 25 gauge needle. The surgeon was injecting into the incision when the needle broke off at the hub. It took x-ray to locate the needle, which was successfully removed. We are not sure if the needle from the pack or the one from bd. The possible lot: bd #8331601.